Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly and was not working. Customer stated they changed reservoir and insulin was not there at all. Customer stated they had an issue during priming process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.